Event description:
According to the available information, this complaint concerns a 48-year-old male whose tracheojejunostomy was surgically closed in the eighth year after provox placement due to recurrent aspiration pneumonia. The patient's chief complaint was recurrent aspiration pneumonia. His medical history included chemoradiotherapy performed in (B)(6) 2010 for hypopharyngeal cancer and in (B)(6) 2009, he underwent laryngopharyngectomy and pharyngeal reconstruction using a free jejunal graft. Subsequently, a probox was placed in march 2008. During a replacement procedure in (B)(6) 2004, there was a massive ejection of gastric fluid, leading to hospitalization for aspiration pneumonia. Thereafter, replacements were performed under general anesthesia for some time. From (B)(6), outpatient exchanges were resumed, but in (B)(6), massive gastric fluid spurting occurred again during an exchange, leading to hospitalization for treatment. From around the beginning of x, proboxexchanges were performed approximately every two months, and from (B)(6) x, leakage from the surrounding area became noticeable, leading to hospitalization at another hospital for pneumonia. Furthermore, in (B)(6) of the same year, the patient was transported to our hospital via emergency services due to heatstroke and pneumonia. After consulting with the patient, it was decided to close the tracheojejunal fistula and the patient is currently attending regular outpatient follow-up appointments.